Manufacturer narrative:
The customer service representative was unable to obtain serial number of meter. Customer service rep has left messages on customer's answering machine to get the additional information and have meter returned for evaluation. Customer has not responded.

Event description:
Advocate called with a question on the contour ts meter. During the call, she mentioned that on one occasion, customer had received a reading of 1.6. She did not state that the unit of measure was in mmol/l but it is assumed. No adverse event was alleged. No replacement meter sent. No product expected to return for evaluation.